Event description:
It was reported that patient was revised on a knee due to tibial loosening.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown triathlon tritanium baseplate. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Manufacturer narrative:
This event is a duplicate of pi ((B)(4)). This event has been reported under MFR report for report #(0002249697-2014-04030). Investigation results will be reported under the mentioned MFR report.

Event description:
It was reported that patient was revised on a knee due to tibial loosening. Update: this event was found to be a duplicate of previously reported pi ((B)(4)) under MFR report for report #(0002249697-2014-04030).